Event description:
The customer reported that the new uninterruptible power supply (ups) battery smelled and became very hot. They reported a concern of a potential fire. The field service engineer installed a new ups. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).